Event description:
The pt reportedly experienced intermittencies with his internal device followed by a loss of sound. External equipment was exchanged, however, this did not resolved the problem. Testing of the device revealed that it is not functioning. The pt's device was explanted. The pt was re-implanted with another advanced bionics device.